Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Article reviewed entitled: "the reverse shoulder: promises and pitfalls", by carl j. Basamania, md, published in seminars in arthroplasty (semin arthro 15:176-182 2005). Author provides surgical technique and potential issues experienced in the use of the depuy delta iii reverse shoulder prostheses. There were two reported complications: an episode of scapular notching that led to a frank fracture of the glenoid-scapular neck; and an episode of shoulder dislocation requiring revision to add an additional humeral spacer to "tighten" the joint. These adverse events will be addressed separately in two complaints. This complaint will address the reported glenoid/scapular neck fracture caused by scapular notching.